Event description:
Rep reported that, the hospital explained that, the patient has had many revisions and they are not sure that there is anything wrong with the valve rather with the patient. They did, however, do a valve study and they were not sure that the valve was draining properly. There could be a possible obstruction and surgeon would like it checked.

Manufacturer narrative:
The investigation did confirm the problem. The valve did not control the flow as expected. The lot number was found to be ly286 and the product code was ns0374. The valve was on position 60 mmh2o when returned. The returned valve was a valve with siphon guard. It was returned with its peritoneal and ventricular catheters. The siphon guard was removed from the rest of the valve and it was tested for flow with a column of purified water. The siphon guard successfully passed the flow test. The rest of the valve was also tested for flow. An occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions are present. Therefore a fine needle was inserted into the flow opening of the valve inlet, under the ruby ball and its seat. The ball was manually popped free from its stuck position using light force. At that point both catheters were tested for flow. Both catheters successfully passed the flow test. The valve was tested for pressure. The valve failed the pressure test. A slight over drainage was noted, however, this was not likely to cause a significant clinical effect for the patient. The valve was examined under microscope at appropriate magnification and it was dismantled. Biological debris was noted in the pressure control mechanism. The debris was a likely contributor of the occlusion and of the pressure test failure noted during the investigation of the device. The debris interfered with a proper seating the ruby ball on its seat. Review of the history device records confirmed the valve conformed to the specifications when released to stock in december 2006. The biological debris noted in the pressure control mechanism was the apparent root cause of the device failure reported. Debris in the pressure control mechanism can cause the type of problem noted. No corrective action is needed based on the results of the evaluation. Trends will be monitored for similar complaints. At the present time this complaint is closed.